Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and the customer informed that the associated cubie displayed a not detected on bus error. The customer rebooted the device in an attempt to resolve the issue; however, the drawer failure persisted after the reboot.the customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer inspected the back of main drawer 4.1 and found the row board cable was not fully seated in the drawer controller, reseated the cable and ran the hardware test application (hta) final test, which completed successfully. The system functioned as intended after the field service engineer repaired the device.